Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on an unknown date. During the procedure, the device was running slow. The procedure was completed using the same device with no adverse patient consequences.

Manufacturer narrative:
(B)(4) - insufficient drive of disposable. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device met performance specifications. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.